Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that these components were cracked during the knee case we were doing and we need to have them replaced all pieces were retrieved from patient and no time was wasted due to this.